Event description:
The reporter stated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye. The patient's eye moved as the surgeon attempted to insert the lens. The surgeon decided to try again and inserted the lens using forceps. The lens tore and was removed. There was no patient injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4).